Manufacturer narrative:
The power switching board was returned to the manufacturer for analysis. Analysis found that the reported issue could be duplicated. The power switching board was installed in a known good system and the system booted and readied. It was possible to perform 2d imaging. There was no 3d imaging due to no movement from the gantry. The power switching board was faulty. Analysis found that the reported event was related to an electrical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that 24v was missing on the tp1 of the power switching board. The power switching board was replaced, and the issue resolved. The system then passed the system checkout and was found to be fully functional. The power switching board has been returned to the manufacturer, however, analysis has not been completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the site was unable to move the gantry of the system. It booted without issue, however, it would not undock at all. There were no errors in the image acquisition system (ias) desktop. When a manufacturer representative pressed the button, a dull noise was heard as if it was trying to move but nothing would happen. There was no patient present when this issue was identified.